Manufacturer narrative:
Additional information: device manufacture date provided. Correction: product, unique device identification (UDI) and related fields updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site was unable to register the patient. It was noted that the exam used was a month and a half old, and that the patient had since undergone steroid treatment. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of thirty minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.